Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated for peritonitis with injection (inj). Fortum 1 gm, intraperitoneally (ip) (frequency not reported) and inj. Amikacin 150 mg, ip (frequency not reported). Outcome of peritonitis was unknown. No additional information is available.